Manufacturer narrative:
Date of event is estimated. The unique device identifier (UDI) is not provided because the manufacture date is before sep 24, 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-14819. Related manufacturer reference number: 1627487-2021-14821. It was reported that the ipg was inoperable for a couple of years and the system was unable to provide effective therapy. As a result, patient underwent surgical intervention wherein the system was explanted.